Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticm5_12.6, -10.0/2.5/76 (sphere/cylinder/axis), implantable collamer lens tore/broke during loading, there was no patient contact. A replacement lens was implanted and the problem resolved. Cause of event was reported as unknown.